Event description:
A 2.5mm diameter x 8 mm length endeavor rx drug-eluting coronary stent was deployed into a pt with cardiac angina. The target lesion, located in the lcx #11, was described as severely calcified with 90% stenosis and was pre-dilated. The pt had 4 stents previously deployed from lmt to lad #6-7. It is reported that the physician attempted to deliver the relevant stent to target lesion through the strut of the stent previously deployed in the lmt-lad; however the endeavor rx stent was not able to cross and the physician decided to deploy the relevant stent at lmt-lcx#11. The strut of the relevant stent was dilated at lad side then kissing balloon was performed for lad and lcx. Five days post procedure, the pt experienced chest pain and was transferred to hospital with ami. Thrombosis was confirmed at lcx#11; poba was performed. Due to perfusion injury, the physician treated to keep act (activated clothing/coagulation time) as 250 every 6 hours until next morning. Further details surrounding the stent thrombosis and the myocardial infarction have not been provided. The physician confirmed that the relevant stent was dilated without any difficulties, confirming that the relevant stent performed as per specifications. The physician also commented that the event "could have happened with any other drug eluting stent". The endeavor device was also deployed at a severely calcified lesion in the lcx #11 and into the lmt adjacent to a stent that was previously deployed in the lmt/lad; situation which is contraindicated in another country's endeavor rx IFU. Based on the information available, the device has not been identified as the root cause of the event.

Manufacturer narrative:
Evaluation results: stent thrombosis. Endovascular stent deployed at a severely calcified lesion in the lcx #11 and into the lmt adjacent to a stent previously deployed in the lmt/lad. Conclusion: endovascular stent deployed at a severely calcified lesion in the lcx #11 and into the lmt adjacent to a stent previously deployed in the lmt/lad. (Secondary intervention: poba).